Event description:
It was reported that there were concerns about possible intermittent loss of capture (loc) during atrial tachy response (atr) episodes. Lead noise on ra and rv has been monitored since 2021, believed to be external. Patient is dependent, asymptomatic, but not a reliable historian. Discussed possibility of loc may be due to fusion beats falling into blanking. Discussed troubleshooting options and advised interrogation if symptoms occur. Currently, this product remains in service and no adverse patient effects were reported.